Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, emergency treatment was performed by the customer when the issue occurred, and the procedure was completed by using slave monitor for a review screen instead of flex vision. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision monitor was not able to display. Upon troubleshooting fse found that several cables were improperly connected. To resolve the issue, fse connected all cables in the right position. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.